Manufacturer narrative:
The ge service rep replaced ii and hv cable. System now displays an image during fluoro. Tracking is at 70/75 kvp and focus is at 2.2/3.0 lp/mm.

Event description:
The customer reported no image on monitor and the system tracks to max. There was also no light output from image intensifier. Parts on order. No pt involvement.